Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device change out procedure, it was noted that the patient experienced phrenic nerve stimulation in all lv capture. The lead was capped and replaced.